Event description:
It was reported, the pt had lost stimulation, and the charger/programmer could no longer communicate with the ipg. The pt was admitted to the hospital (for an issue unrelated to the scs system) and did not recharge the ipg for 4 months. The pt also passed through an airport scanner back in (B)(6) 2012. An sjm representative attempted to troubleshoot the issue with a different charger, but was unsuccessful, as a result, the pt's ipg was explanted and replaced (with a different model). Stimulation was regained post-op.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.